Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the high pressure test failed. The reported blood glucose reading was 418 mg/dl. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.